Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a sensor break and difficulty removing the needle on (B)(6) 2015 and another one the day of the call. Blood glucose value was 140 mg/dl. The product would be replaced and returned for analysis.